Event description:
It was reported that a pump declared a cartridge change error. There was no reported impact on the customer¿s blood glucose level. Technical support instructed the caller to inspect and clean various components of the pump, including the cartridge and pneumatic tap area. Despite these efforts, the error recurred with a second cartridge. Consequently, technical support arranged for a replacement pump, as the existing one was under warranty. In the meantime, the customer was advised to use multiple daily injections (mdi) as backup therapy. The customer was also guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.